Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0337370v, implanted: (B)(6) 2003, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that the secondary-dystonia patient had issues with the left side implantable neurostimulator (ins) in (B)(6). The patient was so bad he could not eat without choking because it was ¿pulling his neck back so bad.¿ when he started to move like this he knew it could lead to his vitals getting ¿critical;¿ his heart rate was off the charts, his blood pressure shot way up, and he got a fever, so he had to be put into intensive care to give him the medicine he needed to calm down. The ins was at 2.88 and the healthcare provider (hcp) wanted to see it go down to 2.81, so she tried doing adjustments. They were in the office for several hours, but they ended up leaving with the hcp putting the settings back to where they were when the patient walked in ¿and he was still bad.¿ the reporter notified the hcp the next day and she told the hcp that the patient did not want any further adjustments and ¿he really wanted the thing replaced and they did it and he totally calmed down, it was exactly what he needed.¿ it was replaced ¿because for him, at 2.88 it was not putting out enough stimulation to help him.¿ the reporter clarified that 2.88 was the amplitude and the problem began ¿about three weeks to a month prior to the replacement surgery.¿ the reporter also mentioned that the left side ins needed to be replaced after 16 months, when initially they were getting 2.5 to 3 years out of the inss. No clear patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported there was a 50% or greater symptom reduction. The cause of the event was not device related and no reprogramming was needed. They were not sure what the issue was that was being reported as there had not been a technical problem with the device. The patient occasionally would experience worsening dystonic symptoms in which case the patient was evaluated clinically, the device would be checked, and other possible exacerbating factors were ruled out. Sometimes reprogramming was attempted or their mediations were adjusted. The patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient was doing well.